Event description:
As physician was placing the contralateral leg component of the excluder bifurcated endoprosthesis he failed to follow IFU and inserted the device into the contralateral leg hole of the trunk-ipsilateral component prior to advancing the sheath. This action caused the trunk-ipsilateral component to migrate and cover both renal arteries. The physician then converted to an open procedure. The pt is fine. There was no allegation of product deficiency; therefore, no investigation is necessary.